Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the rv pacing threshold had increased. The output was reprogrammed. The lead remains implanted.